Event description:
It was reported that the customer experienced an unspecified malfunction. There was no reported adverse impact on the customer¿s blood glucose level. The customer had multiple interactions with technical support, but due to discrepancies in error interpretation and the inability to check history, it was not possible to confirm the exact issue.